Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis is unknown. On the same day, the patient was hospitalized for this event. Treatment for this event was not reported. On an unreported date peritoneal dialysis therapy was discontinued. At the time of this report, the patient has not recovered from this event. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis manifested by not feeling well and was admitted to the hospital the same day. The patient was treated with rocephin (dose, frequency and route was not reported) for peritonitis. Fifteen days after the onset of peritonitis, the patient was recovered and was discharged to a nursing home. On an unreported date, the patient was placed on hemodialysis. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).